Manufacturer narrative:
Concomitant medical products: product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v851427, implanted: (B)(6) 2012, product type: lead. Product ID: 3389s-40, lot# v846964, implanted: (B)(6) 2012, product type: lead. Product ID: 37612, serial# (B)(4), product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that contacts 8-9 were 33 ohms. Patient was going to have a primary cell replaced with a rechargeable device on the date of this report. Impedances were checked and one pair, 8-9 was 33 ohms. It was unknown when low impedance between 8-9 had started because there were no therapy issues. The patient was getting good therapy and therapy impedance was good at 802 ohms. Patient was programmed for therapy with 11-10-8+. There was no therapy problem impedances would be checked after the implantable neurostimulator was replaced. Additional information received reported that the ins was replaced due to battery depletion. Patient thought it was over 2 years old. Electrode and therapy impedances were exactly the same after surgery. The patient had good response to therapy before surgery. Patient was seen post-operative and had not mentioned any changes in therapy response. No malfunctions in the equipment were noted.